Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. A chest x-ray revealed that the left ventricular lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.